Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the site called to report they were having an error 650 when they press energy pedals. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found an error 857 followed by several 650 errors. The tse guided the customer to power off the system, exercise the circuit breaker on the surgeon side console (ssc) and power it back on again. Error 857 returned. The tse guided them to modify footrest position without resolution. Then the message appeared asking to unblock head sensors but there was no blockage. The tse requested that the customer ensure the ssc had enough room for ventilation and tried a second power cycle, without success. The site did not have any other console available so they decided to convert to laparoscopic surgery. The procedure was completed laparoscopically with no reported injury. Isi has attempted to follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the generic power distributor (gpd) but error 48v still appeared. The fse replaced the generic cart controller (gcc) and surgeon backplane (sbp) to resolve the issue. The fse also replaced a damaged universal surgical manipulator (usm) cover and set-up structure (sus) axis 3 back cover. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse) during troubleshooting with the customer. Investigation revealed the following possible related system errors: error 857 followed by several 650 - error 857 - surgeon console controller (scc) generic power distributor (gpd) dual motor drive board (dmd) high side fault2 on 48 volt switch. Error 650 - odc timed out awaiting next pedal down heartbeat. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. There were three parts replaced from the system: generic cart controller (gcc), generic power distributor (gpd) and surgeon backplane (sbp). The reported problem was "error 857 which states that a high-side switch fault on the gpd". The gcc was tested on the printed circuit assembly (pca) test system. The system started up without any error. There was nothing wrong with the gcc board. The gpd was tested on the pca test system. The system started up without any error. There is nothing wrong with this gpd board. The reported error was replicated with the sbp. The sbp was installed onto the pca test system and ran 10x power cycle. Error 857 occurred on every cycle. The sbp will be scrapped.